Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ crease/folding of implant: observed creases on the device. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Later, healthcare professional reported "creases". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side creases, and capsular contracture, baker grade IV. Device has been explanted.